Event description:
A malfunction alarm, identified by the code "malf 12," was reported, but no significant events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in performing the reset, successfully resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again, which they acknowledged and understood.